Event description:
A watchman was put in (B)(6) 2025, during my husband's ablation procedure in (B)(6). On (B)(6) 2025, he felt paralyzed from the waist down suddenly. After going to the local ER, he was airlifted to the trauma center in (B)(6). Where they finally found that the watchman had migrated through the abdominal aorta to below the kidneys. It was in surgery around 10:30 pm on (B)(6) to retrieve the watchman. Other key body functions began to fail over the next day and he died from complications of the watchman migration the morning of (B)(6) 2025. The hospital has the device but has yet been able to locate it. I do not have a picture of the device but the registration information is as follows: boston scientific watchman flx pro 24mm, ref (B)(4), expiration 9/20/2028, lot number 37506225, gtin (B)(4).